Event description:
Adverse event information: the patient reached out to prollenium medical via its answer connect line to report the adverse event, patient reports having swelling on one side of the face. On follow up calls, patient has confirmed to prollenium on reaching out to the injector and reports that the adverse events have improved significantly. Prollenium has reached out to the injector/clinic multiple time to obtain more information to conduct a through investigation however no response was provided. Prollenium was not able to confirm if this is an adverse event associated with a revanesse product.

Manufacturer narrative:
No information was provided by the injector or clinic to complete an investigation.